Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('no more pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("my hair is growing back slowly"), headache ("no more headache"), dizziness ("no more dizzy spell"), hypoaesthesia ("no more numbness in my legs and arms"), dysgeusia ("no more metal taste in my mouth"), mood swings ("no more mood swings"), feeling abnormal ("no more brain fog") and emotional disorder ("no more nerve flares") and was found to have weight increased ("weight is slowly coming off"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, headache, dizziness, hypoaesthesia, dysgeusia, mood swings, feeling abnormal and emotional disorder had resolved and the alopecia and weight increased was resolving. The reporter considered alopecia, dizziness, dysgeusia, emotional disorder, feeling abnormal, headache, hypoaesthesia, mood swings, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: alopecia, pelvic pain, weight increased, headache, no more dizzy spell, hypoaesthesia, dysgeusia, mood swings, feeling abnormal, nerve injury. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.